Event description:
It has been reported that a first responder received a shock while attempting resuscitation. Responder reported that during AED deployment he was assisted by a member of the (B)(4). Responder indicated that when he was attempting to place electrodes the bystander activated the AED and pressed the shock button. The pt being treated was subsequently resuscitated by use of a second defibrillator.

Manufacturer narrative:
(B)(4): return of device is pending. Issue is being reported based on description of issue.